Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said stimulation is "zapping occasionally". They initially said the zapping sensation was every now and then, but it is happening more often as time goes on; they can feel it. The patient also noted that they have stimulation up really high in order to feel it and they don't have any stimulation on their left side. The patient was only feeling stimulation on their right side. Asa result of what was reported, the patient's system was replaced. No further patient complications have been reported as a result of this event.